Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was unable to implant the left ventricular (lv) lead. The lead was not used and discarded. No patient complications have been reported as a result of this event.